Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. It was also noted that the implantable pulse generator (ipg) clock was incorrect. Both the ipg and the ra lead remains in use. No patient complications have been reported as a result of this event.